Event description:
As reported, the patient had a right knee implanted on (B)(6) 2010. The patient was revised on (B)(6) 2022 due to unknown reasons. No further information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of prosthesis wear of the tibial insert and patella, osteolysis, and aseptic loosening of the femoral component and patella after being implanted for over 12 years as stated in the legal documentation and operative notes. The loosening may have been the result of insufficient bonds between the knee components and the bones. The extent and root cause of the reported polyethylene wear and osteolysis cannot be confirmed as the devices were not available for evaluation and images of the explanted devices/pre-revision radiographs were not provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral knee replacements, this suggests joint maladies. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.